Event description:
(B)(4). Bloating, diarrhea, bacterial vaginosis, recurrent urinary tract infections, brain fog, cramping, sharp stabbing pelvic pain, clotting during menstrual, discharge, hot flashes, night sweats, loss of libido, painful menstrual, incontinence, yeast infections, breast pain, abdominal spasms, back and leg pain, nausea, dizziness, anxiety, mood swings, sensation of burning in hip/pelvic region, hives and rashes, allergic reactions, elevated dhea, dental issues, weight gain, swollen glands, vision problems, hair growth in new places, and swelling of hands, legs and feet.